Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018, alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring >600 mg/dl with confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting by animas customer support, it was discovered that the patient was not doing an adequate prime for the length of tubing being used during infusion set change. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.